Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker exhibited loss of capture. Programming changes were performed. The patient was in stable condition.